Manufacturer narrative:
(B) (4). The customer's returned meter ((B) (4)) has been tested with approved test strips (lot number 828434) with approved high level control solution ( lot 9f3p09). The complaint was not confirmed. All results were within range specification. Furthermore, the reported readings of 19.3 mmol/l and 3.2 mmol/l when converted to mg/dl were found in the device's internal memory log within 10 minutes.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 19.3 mmol/l and 3.2 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.